Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie drawer 2.2 was not detecting as closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 2.2 was not detecting as closed. The field service engineer (fse) reseated all internal sensors and connectors. No parts were replaced, and diagnostics were performed to confirm proper functionality. All components were verified to be working correctly, and the issue was resolved. The system functioned as intended after field service engineer repaired the device.